Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product has not been returned to manufacturer for evaluation, and a thorough investigation could not be completed as no lot number has been identified/confirmed in this case. Since the screw remains with the hospital no physical, material, chemical evaluation could be performed, and the exact cause of the reported issue could not be ascertained. A general review of the manufacturing and inspection records did not reveal any contributing information/trends. If more information becomes available manufacturer will file a follow-up report at that time.

Event description:
It was reported to k2m, inc. On (B)(6) 2015 that a revision surgery took place on (B)(6) 2015 in which a fractured screw was removed.